Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3,h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The provided photo indicated that the helium indicator was abnormal. The display was full of helium with red color and the low helium alarm. However, the issue could not be reproduced. The fse performed helium calibration. The unit passed all functional checks according to factory specifications. The run test passed. The helium indicator resumed to normal. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had showed low helium. No harm reported.